Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable cardiac troponin t results on their cobas h232 meter, serial number (B)(4). The h232 meter is not sold in the united states. The customer stated that in the past week, they received more than the usual number of results of 50-100 ng/l, and the results had always been the same when repeated with another test strip lot. The customer then stated today there were two patient samples tested with cardiac troponin t results of 50-100 ng/l. The patients' samples were then tested on another lot of cardiac troponin t test strips and the result were <50 ng/l. The customer stated these two patients were included in the following patient data, but further clarification of specifically which patients was requested but not provided. On (B)(6) 2014, a patient had an initial cardiac troponin t result from the h232 of 50-100 ng/l. The patient was tested in the hospital and the result was negative. The customer stated that on (B)(6) 2014, a patient had a sample tested with the cardiac troponin t on the h232 meter and the result was elevated, but the result in the end was negative. Further information for this patient was requested but not provided. On (B)(6) 2014, a patient had an initial cardiac troponin t result from the h232 of 50-100 ng/l. The patient was tested in the hospital and the result was negative. On (B)(6) 2014, a patient was tested on the h232 meter with an initial cardiac troponin t result of 50-100 ng/l. The sample was repeated with the same test strip lot and the result was 50-100 ng/l. When the sample was repeated on the same h232 meter using a different lot number of cardiac troponin t, the result was <50 ng/l. The customer stated that at least the patients from (B)(6) 2014 were sent to the hospital where they had their tnt levels measured which were negative. Information on whether the patients were adversely affected was requested but not provided. An investigation was conducted on cardiac troponin t test strips from retention lot numbers 28165110 and 28165710 on a qualified h232 meter. The results of all the measurements fulfilled the requirements.

Manufacturer narrative:
The customer returned the h232 with serial number (B)(4) and one box of cardiac t test strips from lot 28165115 containing eight unused test strips. The test strips were tested on the returned meter and a qualified meter. The results of all the measurements fulfilled the requirements.